Event description:
It was reported by the sales representative that the device was used in a laparoscopic nissen fundoplication procedure. At the end of the case it was discovered that one of the catridges was broken in half. The physician opened up the patient and couldn't find it. They did an x-ray and fluoroscopy and found one piece of the cartridge.